Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 android mobile application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.